Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111778 - the dentist reported that almost one month after the dental implant was installed in patient's intraoral region #28 it was verified its non-osseointegration. 40 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type I.